Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. First/given name: only provided as first initial a. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion into the left eye (os), it was noticed by the surgeon that the haptic was missing from the intraocular lens (iol). The iol was removed and replaced with another johnson & johnson lens, model dib00 13.5 diopter. There was no patient injury and no additional surgical intervention was required. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 10/5/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received loose inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. Inspection of the handpiece revealed that the cartridge tip was damaged, in a way consistent with a handpiece that was dropped. No further issues were identified. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.